Manufacturer narrative:
(B)(4). Date sent: 4/26/2016. Information was not provided by the contact. Batch # (B)(4). The analysis results found that the er320 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be in good condition. In addition, 3 clips malformed were received with the device. In an attempt to replicate the reported incident, the device was tested for functionality. During the analysis, the device was cycled and it fed, retained and formed the remaining 8 clips as intended. No conclusion could be reached as to what may have caused the reported incident. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the "surgeon stated that the materials buyer that some of the clips were malformed and some were alright. The surgeon stated that the device was misfeeding." The same device was used to complete the procedure. Some clips were acceptable. There were no adverse consequences for the patient.